Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a pharmacist that melted plastic was found on a bd safetyglide¿ needle prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported by a pharmacist that melted plastic was found on a bd safetyglide¿ needle prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one loose safety glide packaged needle was received and confirmed to be from batch #7121705 (p/n 305916). The sample was visually evaluated. The needle was found to have a white fiber attached to the cannula tip. It appears to be a plastic fiber. The needle shield is cloudy and appears to have multiple drag marks. The fiber observed is rejectable per product specification. DHR review for batch 7121705 (p/n 305916): manufacturing dates: 06/22/2017 to 06/23/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7121705 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The fiber in question is from the plastic molding operation that makes the components of the needles. All product is guaranteed sterile until the package is opened. Based on the evaluation performed, bd was able to confirm the customer¿s indicated failure. No CAPA is required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by a pharmacist that melted plastic was found on a bd safetyglide¿ needle prior to use. There was no report of exposure, serious injury or medical intervention.